Manufacturer narrative:
Device code (B)(4) relates to component code (B)(4). Device evaluated by MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous forearm.. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, the balloon ruptured during second inflation. It was then noted under angiography that the contrast media leaked from the balloon. The device was removed and the balloon was inflated outside the patient's body. The leaking of contrast media was then confirmed. The procedure was completed with a different device. No patient complications were reported.